Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's legal guardian (lg) that the patient had the ambulance transport them to (B)(6) hospital and had been hospitalized with hyperglycemia with ketones and suspected diabetic ketoacidosis on (B)(6) 2026. The patient's blood glucose levels reached above 25 mmol/l (450 mg/dl) and ketones at 4.9 mmol/l while wearing the pod 72 hours or longer. The pod was leaking insulin. The pod controller showed 49 units of insulin remaining but when the lg checked the pod, the pod was empty. Symptoms reported include vomiting with blood, severe chest pain and lethargy. The patient was treated with unspecified intravenous fluids and paracetamol. A new pod was applied. The patient was discharged on march 6th, 2026. The pod was removed prior to the hospital.